Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there was an error code. There was no patient injury reported.

Manufacturer narrative:
H10: device evaluation: the device was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal is worn and, the battery door and battery compartment are cracked. Functional evaluation to include non-destructive analysis of the pump was performed. Error codes were not able to be downloaded from the device event history log. Results: the customer reported problem was duplicated. Upon power up, the device alarmed with the error code 45639. Root cause of the reported event would be attributed to a faulty microprocessor unit mpu board. Who caused the reported event to occur is unknown and could not be determined. Replacing the mpu board will solve the issue. Recommend replacing the battery door and battery compartment. A manufacturing device history record DHR review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture or last repair of the device. No manufacturing or service issues were identified as causes of the customer's reported problem during the review of service and repair records. Therefore, no manufacturing or service records review is needed.

Manufacturer narrative:
Other, other text: b5: additional information was received on 31-aug-2022 and attached in the complaint object. All issues with this device were found during testing. No patient involvement was indicated to me or our technician at the time the pump was received at our facility for recertification. H6: event problem and evaluation codes: updates not required., corrected data: d4: correction: catalog number: 21-2120-0104-01, d4: correction: model number: 2120.